Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. The field representative stated that no value was shown in the remote monitoring system as all readings look good in the 60s. Boston scientific technical services (ts) discussed 21/24 hour reading versus trending window and recommended troubleshooting options. Additional information obtained and indicated that the field representative was able to isolate the proximal coil as the issue and device was reprogrammed to distal coil to can with outputs all at 41 joules. The system remains in service. No adverse patient effects were reported.